Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 581 mg/dl. Customer reports they feel okay to trouble shoot. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and also using auto mode feature on insulin pump. The customer did experience the symptoms such as nausea, vomiting and abdominal pain. The customer was treated by fluids in hospital and treated by manual injection for high blood glucose. Based on customer report customer was not alleging that the insulin pump was under delivering. The insulin pump will not be returned for analysis.